Event description:
It was reported, that the patient presented to the clinic for a scheduled follow up. Upon interrogation, it was found out, that there were automatic mode switch (ams) episodes, from noise over-sensing on the right atrial (ra) lead. The ra lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.